Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: hyperacute iatrogenic atrial septal defect expansion driven by tricuspid regurgitation jet impingement b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "hyperacute iatrogenic atrial septal defect expansion driven by tricuspid regurgitation jet impingement", was reviewed. The article presented a case study of an 84-year-old female patient with a history of hypertension, long-standing atrial fibrillation, dyspnea, congestive heart failure, moderate to severe tricuspid regurgitation (tr), and severe mitral regurgitation (mr). A mitraclip was selected for implant on an unknown date. The clip was implanted. Immediately post-procedure the patient developed persistent atrial fibrillation with rapid ventricular response. The patient's tachycardia worsened, culminating in refractory hypotension and respiratory distress. Urgent transesophageal echocardiogram (tee) revealed right-sided failure and worsening tr. A large iatrogenic atrial septal defect (iasd) was identified, which led to cardiogenic shock. An 18mm occlutech atrial septal occluder was implanted, improving mr and tr. The patient was discharged on postoperative day 39 and remained clinically stable at 3 years. [The primary and corresponding author was yasuyo takeuchi, department of cardiology, shizuoka gen-eral hospital, 4-27-1 kita-ando, aoi-ku, shizuoka420-8527, japan, with corresponding e-mail: yasuyo-takeuchi@i.shizuoka-pho.jp.]